Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and intermittently unresponsive. Additionally, it was reported that an unexpected reset occurred and received a continuous glucose monitor error 42. Customer's blood glucose level was 272 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.